Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred during biomed testing. The pump was set at a rate of 30ml/hr with a volume to be infused of 30ml. It was unknown what tubing product code and lot number was in use. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.